Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: sprinter legend 2.5x20mm, nc sprinter 3.0x6mm. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that during a mid left anterior descending (lad) coronary artery stenting procedure, after implantation of a 2.5x28mm xience xpedition stent, a dissection was noted per intravascular ultrasound (ivus). A second unplanned xience xpedition stent was implanted to treat the dissection. The dissection resolved without adverse patient sequela and did not result in prolonged hospitalization. There was no additional information provided.